Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels between 30-40 mmol/l. During the day. Customer's blood glucose level was 360 mg/dl. Customer consulted with their health care provider and was advised that it can be caused by the illness they had last week. Pump passed the high pressure test. High blood glucose levels can be caused by a bent cannula. Customer was advised to contact their health care provider to change the type of set to silhouette since the customer is very slim. Customer had a button error and no delivery alarm in the alarm history. No additional information provided.